Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing an inferior vena cava filter placement procedure using denali filter. It was reported that during the procedure, the advance wire was allegedly found to be bent and fractured. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient was undergoing an inferior vena cava filter placement procedure using denali filter. It was reported that during the procedure, the advance wire was allegedly found to be bent and fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the two-pusher catheters. One pusher catheter was observed to have a bent and detached pusher wire. No other anomalies noted. Therefore, based on the photo review the investigation is confirmed for the reported detachment and bent as bend and detachment of the pusher wire was noted. A definitive root cause for the reported detachment and bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.